Manufacturer narrative:
Additional information was requested but not made available as of the date of this report, this report is submitted february 13, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced infection at abutment site (date not reported). Clinical management is ongoing.